Manufacturer narrative:
(B)(4): piston would not center. Carefusion technical support in conjunction with carefusion field service are working to make arrangements with the user facility to have a carefusion field service rep come onsite and evaluate the device. Once the eval of the device is complete, carefusion will submit a follow-up medwatch report. At present, carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called to report that this vent (B)(4) was involved in an incident while pt was on it. There was no pt harm, but the incident will be reported to "medwatch." He states that all he can tell me at this time is that the end-user claims that they were "not able to center the piston." As they kept turning to attempt to center the piston, the amplitude decreased. This is not what they wanted so they quickly removed the pt from this vent and placed the pt on another unit. This vent has been sequestered and until legal gives approval for a on-site inspection. He just wanted to call to give me the "heads up." I explained that I would document the complaint/incident in our complaint system and note that we are waiting for legal's approval before dispatching a service call out to them. I asked for settings and offered an explanation for this issue of "not being able to center the piston." I explained how the driver displacement indicator (ddi) can drift off of center when high settings are used for a long period of time. I explained that this drift is merely a "distortion" caused by the heating of the driver and should be noted that the map and amplitude would not change when the ddi is being distorted."